Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of log files data revealed a motor start event with parameters outside of the expected range and additional low flow alarms. The motor start event was attributed to the controller exchange.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed four (4) low flow alarms logged since (B)(6) 2024. Power consumption and estimated flows remained within normal operating range throughout the analyzed period. Log file analysis also revealed motor start events recorded on (B)(6) 2023 at 09:35:08 and on (B)(6) 2024 at 11:06:30 in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed one (1) controller power-up and associated pump start event was logged on (B)(6) 2024 at 14:25:17, indicating a loss of power to the controller. The data point prior to the event revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 34% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was off for approximately 9 seconds. No anomalies were recorded leading up to the loss of power. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2024 at 07:06:31, and multiple event exceptions logged since (B)(6) 2024, indicating internal battery end of life. In addition, log file analysis revealed that this controller was in use for more than two (2) years. One (1) vad disconnect alarm was logged on (B)(6) 2024 at 09:51:00, indicating a physical disconnection of the driveline from the controller, most likely due to troubleshooting during the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power-up event with associated motor start logged on (B)(6) 2024 at 11:06:19, in which the motor start parameters were atypical. Review of the event log file revealed that the controller was not in use prior to the power-up event, indicating that the power-up occurred during a controller exchange. In addition, one (1) vad disconnect alarms was logged on (B)(6) 2024 at 10:56:53, indicating that the controller was powered up without the driveline connected, likely in preparation for the controller exchange. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup, and to the use of the controller with a motor fixture. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d4 controller-1420 / serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-dec-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 14-dec-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller fault alarm occurred due to a low internal battery in the controller, which led to a controller exchange to (B)(6). Additionally, the ventricular assist device (vad) exhibited a singular low flow event and a controller power-up and motor start which were assumed to be accidental, with the patient not having recollection of the event. The controller fault due to the internal battery was confirmed via log files. The controller was replaced, and the device remains implanted and in service.